Event description:
It was reported that during a gastric band replacement procedure on removal of old band, a leak was reported. No other information at this time. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.